Event description:
It was reported that a patient's pump had a motor stall. The motor stall was confirmed by event logs. No motor stall recovery was recorded. The motor stall was caused by the patient having had a magnetic resonance imaging (MRI) study or other medical procedure. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: on further follow-up it was reported that the patient did not have associated symptoms. The motor stall had recovered and it took about 1 hour and 30 minutes before it recovered. It was thought that the patient "had a problem with it not recovering right away in the past." Per the hcp, the drug delivered was morphine 20 mg at a daily dose of 1.298 mg. Patient was last seen on (B)(6) 2011; they have not heard from the patient since then; "so assumed that the patient was well."